Manufacturer narrative:
It was reported that sensor was removed due to an issue with the system performance and the user would not continue using the system. No additional details were available regarding the issue. The management authorized a return material authorization (RMA) to get the sensor back for evaluation. However, the sensor was never received. Since the sensor was not linked, the sn was not available in the dms. Thus, no confirmation or further evaluation of the complaint was possible. B4. Date of this report 06 august 2025. G3. Date received by the manufacturer? 06 august 2025. H6. Health effect - clinical code updated to 4580. H6. Medical device problem code updated to 3190. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 23 june 2025, senseonics was made aware of an incident where user's sensor was removed due to system performance and RMA was authorized for the return of sensor for further investigation.